Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens, diopter +22.5. Prior to insertion into the eye the cartridge split. No pt injury. The injector model msi-pf, lot number was not sepcified by the facility.